Event description:
A biosure sync tensioner broke during an unknown procedure. The black plastic connection piece broke and was not repairable. A backup device was unavailable and subsequently, the case was aborted. The patient had been prepped for surgery and was under general anesthesia. No patient complications were reported.

Manufacturer narrative:
(B)(4).